Event description:
The patient's mother contacted animas on (B)(6) 2012 to report elevated blood glucose (bg) readings in the 300's mg/dl range. The reporter stated the high bg's started on (B)(6) 2012. The patient's mother mentioned the patient felt sick and tested (B)(6) for small ketones on the following day. The patient's mother reported that the patient was disconnected from the pump on the morning of (B)(6) 2012 after testing with a bg of 220 mg/dl. The reporter claimed the patient has obtained bg levels of 126 and 79 mg/dl when on injections. At the time of troubleshooting, the reporter denied any issues with the site. The patient's mother denied seeing any visible bubbles in cartridge or tubing and confirmed she was able to prime into the air without difficulty. Review of pump revealed no associated alarms in history. In addition, the reporter confirmed all pump settings were correct. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.